Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: restoration adm x3 ins; cat#1236-2-244; lot# 375255, modular dual mobility insert; cat#626-00-38d; lot# 61797404, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Total hip arthroplasty was done with accolade stem and trident cup. After that, dislocation occurred many times due to poor positioning of the cup and revision surgery was done. On (B)(6) 2018, abnormal findings were found in MRI and revision surgery of the cup was performed with a competitor cup. The pathological examination of joint tissue and acetabular tissue showed fibrillar connective tissue with a mild lymphoid body inflammatory cell infiltration, histiocytic spheres, the appearance of foreign body giant cells, the tumorous change is unclear.

Manufacturer narrative:
Additional information: device evaluated by mfg, concomitant medical products and device evaluated by MFR. Product available to stryker, returned to manufacturer on corrected information: lot #, manufacturing date, additional device information an event regarding altr involving a trident shell was reported. The event was not confirmed. Method & results: -product evaluation and results: visual inspection of the returned device noted some scratching on the inner surface of the shell but the device is otherwise unremarkable. -medical records received and evaluation: rejected for medical review by clinical consultant - need operative reports; clinical reports, progress notes, dated x-rays, etc. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there were no other events for the lot provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, operative reports; clinical reports, progress notes, dated x-rays, etc. Are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: 1. Restoration adm x3 ins; cat#1236-2-244; lot# 44542301 2. Modular dual mobility insert; cat#626-00-38d; lot# 45065701 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Total hip arthroplasty was done with accolade stem and trident cup. After that, dislocation occurred many times due to poor positioning of the cup and revision surgery was done. On (B)(6)2018, abnormal findings were found in MRI and revision surgery of the cup was performed with a competitor cup. The pathological examination of joint tissue and acetabular tissue showed fibrillar connective tissue with a mild lymphoid body inflammatory cell infiltration, histiocytic spheres, the appearance of foreign body giant cells, the tumorous change is unclear.